Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr detached from the catheter. The first lesion, located in the left main coronary artery, exhibited 40-90% stenosis and was successfully ablated after three passes. The second lesion, located in the obtuse marginal coronary artery, exhibited 25-75% stenosis. The physician felt a snap in his fingers and was unable to pull the burr back after the second pass. The burr had detached from the catheter and became lodged in the pt. The physician successfully retrieved the burr with a snare. No pt injuries or complications were reported. The pt status is listed as 'okay'.